Event description:
Patient having episodes of food getting stuck so recent upper gi revealed a tight area where the band is and megaesophagus. Surgery performed to remove band and found band erosion into the proximal stomach and purulent fluid around band requiring gastric repair with omental patch.